Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Pressure integrity testing was performed at 3 liters per minute with 23 psig of back pressure for 10 minutes. During the test a leak from the hex side-seam joint was observed. Conclusion: review of analysis found a side seam leak which confirmed the reported incident. Examination of the side seam did not identify any anomalies that would have contributed to the reported incident. Side seam leaks are typically the result of shipping or handling damage. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Event description:
Medtronic received information indicating that ten minutes into the procedure, this affinity oxygenator leaked at the joint of the heat exchanger. Additional information indicated that 10ml of blood leaked out prior to the product change out. There was no patient affect reported. The product was returned for analysis.